Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device is not expected for return, as it was discarded at the hospital.

Event description:
It was reported the lv lead dislodged a few centimeters, and caused phrenic nerve stimulation. The lead was unable to be reprogrammed, therefore it was replaced with a new lead, and the procedure was completed successfully without any adverse patient effects reported.